Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr), sick sinus syndrome, prolapsed posterior leaflet, previous mitraclip procedure and supraventricular tachycardia ablation for a triclip procedure. During the procedure, 2 triclips were implanted. Second triclip had single leaflet device attachment(slda) from the septal leaflet. Additional tr was implanted to stabilize the slda clip. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as additional clip was implanted to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.